Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmissions revealed that they were caused by post paced t wave oversensing. Transient pacing inhibition was observed on the episode electrograms (egms) but the patient is not pacing dependent so no bradycardia occurred. The device was reprogrammed on 23 may 2022 resolving the issue. There were no adverse consequences to the patient.